Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not have optimal therapy after chest compressions were preformed. Diagnostics revealed low impedances. As a result the ipg was explanted and replaced to address the issue. Therapy restored.

Manufacturer narrative:
H6- codes corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.